Event description:
It was reported by service report that the bed lift was stuck in the upper position and would not go down, and the scale was displaying inaccurate numbers. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: scale out of calibration. Lift motor needed to re-burn height limits.